Event description:
It was reported to boston scientific corporation that an endovive initial peg kit (exact upn is unknown) was used during a procedure performed (B)(6) 2011. According to the complainant, in (B)(6) 2011 (exact day is unknown) the peg tube had white spots and was dented. The procedure was completed with a new endovive initial peg kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The year the patient was born was reported to be (B)(4) the exact day and month are unknown. The exact weight of the patient is unknown, however approximately 40 kilograms. The complainant was unable to provide the suspect device lot number and upn number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the reported event of peg tube had white spots. (B)(4) the reported event of peg tube had dents. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.